Event description:
It was reported that the (1) ez45b was used during a thorascopic wedge resection procedure. It was reported by the rep that the surgeon stated that the instrument "just did not feel right." There were no specifics. The case was completed when another instrument was pulled. There were no consequences to the patient.